Manufacturer narrative:
Complaint not confirmed, the glenosphere and its screw meet specifications. Surface wear was observed amd the thread of the screw was flattened from use, but still in spec. No abnormality was found on the device that may have contributed to the event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent a rtsa procedure on (B)(6) 2020. A revision was then performed due to a loosened glenosphere on (B)(6) 2021 where the following devices were explanted: ar-9564-2839 lot: 19.00602 ar-9503m-06 lot: 19.04678.